Manufacturer narrative:
Reliability analysis was unable to confirm the insertion anomaly due to customer having returned only the sensor; the complaint against the serter could not be confirmed.

Event description:
It was reported that when a sensor was being inserted into the customer, the needle was difficult to be removed from the sensor. The caller stated that when she finally got the needle out, the sensor cannula went with it. The blood glucose reading was 285 mg/dl, which was treated with the insulin pump. Advised replacement of the sensor. Nothing further reported.